Event description:
It was reported that the stimulation was not on the right area. Reportedly, the lead has migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ¿lead migration ¿was not confirmed. The observation cannot be confirmed through electrical/mechanical testing when referencing the leads. The returned lead was in good condition and passed the output resistance test.